Event description:
The report received from the affiliate indicated that after deflating the balloon after deployment of the stent, difficulty was encountered during removal of the device. There was no report of pt injury. Additional pt and procedural info has been requested, but has not yet been forthcoming.

Manufacturer narrative:
The product is said to be available for eval and testing; however, it has not been received to date. Additional info will be submitted within 30 days of receipt.